Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that system was unable to boot up. Customer stated that they tried to start up multiple times but issue persists. Upon troubleshooting, the philips field service engineer (fse) found the motherboard battery of host pc was a little bit lower than it should be. To resolve the issue, fse replaced the motherboard battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.